Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020 when opening the package of luer lock syringe 20ml in the handling room, it was possible to observe impregnated yellow spots along the plunger, with a characteristic of dirt.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9078579 quality notifications and maintenance records were checked, and no records potentially related to failure were found. The available image was analyzed and it was possible to observe the foreign matter defect, however due to the lack of samples it was not possible to identify the foreign matter and determine the root cause. Retention samples for the batch in question were also evaluated where no non-conformities were observed. The incident identified from this complaint will be monitored for trend assessment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020 when opening the package of luer lock syringe 20ml in the handling room, it was possible to observe impregnated yellow spots along the plunger, with a characteristic of dirt.